Manufacturer narrative:
The field service engineer (fse) observed a small diluent drip from vl23 (needle interlock valve) tubing on the main diluter module. He replaced the tubing that fixed the leak. Upon recur, the failure mode identified is likely to cause erroneous results due to needle interlock valve (vl23) malfunction. (B)(4).

Event description:
The customer reported that they were running samples on the lh750 instrument and noticed a pink fluid leak. The volume of leak was unknown and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.